Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at second inflation, it was noted that the balloon ruptured vertically at 6atm within 1 second. The device was removed without any problem by using the normal method and procedure was completed with another of the same device. The patient was in good condition post procedure.

Manufacturer narrative:
(B)(6).